Event description:
During a pci procedure involving a moderately calcified and 99% stenotic lesion in a very tortuous distal right circumflex (rca) artery, the tip of the pt2 light support 185 cm straight guide wire fractured inside of the pt. Pt went to surgery for removal of the fractured tip. No other details available. Pt was reported to be in "good" condition following the procedure.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.